Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot and sterile lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. The following devices were also listed in this report: triathlon p/a ps beaded #5r; cat# 5516f502; lot# b693l; tritanium bplate triathlon s5; cat# 5536b500; lot# ctd19177; tritanium patella-asymmetric; cat# 5552-l-350; lot# d57e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
The patient underwent right total knee arthroplasty on (B)(6) 2017. Patient had acute prosthetic knee infection. Patient underwent knee revision of only the poly component, irrigation and debridement of joint, subtotal synovectomy to treat the deep infection on (B)(6) 2018.